Manufacturer narrative:
Date of event: date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17938. It was reported that the patient experienced ineffective stimulation. Migration was confirmed via imaging. In turn, surgical intervention was undertaken wherein the l2 and l4 drg leads were explanted and replaced. Post-operatively, stimulation therapy was restored.